Event description:
Reportedly, a 'device alert' alarm occurred and a 'pin failure' alarm (internal pressure) occurred. The device was not in use on a patient when this event occurred. The customer service engineer (cse) inspected the device and replaced the control board, however, the error still occurred. In an attempt to resolve the issue, the solenoids were replaced.

Manufacturer narrative:
(B)(4).